Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, the device was difficult or unable to load, the anvil clicked onto the rod but would not stay, they tried multiple times to get it to stay however it wouldn't. The surgeon attempted to fire the device but it would not work. To resolve the issue, the surgeon had to oversaw the patient. The surgical time was extended more than 30 minutes and tissue damage due to the device problem.